Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Anatomy related; severely angulated neck). (Neck angulation greater than 60 degrees).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 64 x 77 mm in diameter abdominal aortic aneurysm. It was reported that the final angiography showed a type ia endoleak at the greater curvature, another manufacturer¿s cuff 32x45mm was implanted proximally. However, although the leak was slightly delayed, the type ia endoleak did not resolve. The physician expects the endoleak to resolve, the procedure was completed and the patient is stable. The physician will monitor the patient. No additional clinical sequelae were reported. The physician commented that this was quite a difficult case for evar due to neck angulation. Access vessel also had curvature. It is said that it has difficulty in having additional treatment.

Event description:
It was reported that limb occlusion was found post-operative follow-up. The relevant device itself had patency in the left external iliac artery. However, it was occluded by thrombus. A thrombectomy was attempted; however, the thrombectomy was unable to be performed. Another manufacturer¿s stent was implanted in the distal side. A femoral-femoral bypass surgery was performed. The patient is stable. No additional clinical sequelae were reported. The physician commented that the cause including thrombosis is unknown, the physician is monitoring the patient.

Manufacturer narrative:
(B)(4). Results, conclusion: stent graft occlusion. Thrombus. Cause of thrombus is unknown.